Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator, on start-up, had a green screen. The ventilator was not on a patient at the time of the event. The ht70 was returned to medtronic/covidien failure analysis laboratory and the reported issue could not be duplicated; however, the ventilator's screen was frozen during startup. The root cause of the condition found during the evaluation was due to software.

Manufacturer narrative:
Product analysis #(B)(4): (B)(6) on (B)(6) 2017 customer complaint - medtronic received report alleging, at start-up, a ht70 plus ventilator had a green screen. The ventilator was not on a patient at the time of the event. Product analysis - unit was powered on, initially the power save feature was observed to be on. The unit was able to go into and out of power save mode and recover as expected. Second observation the p-trig setting was set at 9.9. Standard setting is 1.0 per the service manual. P-trig remained at 9.9 for testing. A circuit check was performed, circuit check passed. Vt was changed from 0.75 to 0.5 to match the volume of the test lung. The software version on the unit is as follows: os version 10.11.11 boot loader 10.11.11 software version p11.13.06 the log files were downloaded, see attachment, no observations were made after reviewing the log files. Per the customer complaint if the unit hangs up at startup it will not be able to log events in the log files. The unit was ventilated for approximately 48 hours in fi with no issues observed. Per a conversation with the r<(><<)>(><(>&<)><(><<)>)>d team, the software version that is currently in this ht70 unit does not contain the update to rectify screen freeze issues at startup. Recommendation from r<(><<)>(><(>&<)><(><<)>)>d was to have the unit updated per the current ht70 operating system update procedure - (B)(4) rev b - to address the screen freeze issue observed by the customer. Could not duplicate customer failure mode. Root cause per the product analysis - no fault found; however, screen freeze at startup is a known software issue for the ht70, and the software for this unit will be upgraded.

Event description:
Medtronic received report alleging, at start-up, a ht70 plus ventilator had a green screen. The ventilator was not on a patient at the time of the event. (B)(4) -it was reported that the ht70 ventilator had a green screen. Patient involvement information was not provided by the customer.